Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2017. Since the procedure the patient has suffered from nausea and vomited on (B)(6) 2017. The lead was explanted on (B)(6) 2017 and trial ended early and the patient will not proceed to a permanent implant.